Event description:
It was reported that the physician noted loss of capture during an automatic right ventricular (rv) threshold test with this implantable pacemaker. The test was halted, and it was observed that the automatic threshold feature was not activated. All other system parameters were stable and within range. Boston scientific technical services (ts) was contacted, and it was discussed that the correct bradycardia settings had not been selected, and if the physician wanted the device to adaptively adjust the output of the rv lead on a daily basis, the 'auto' output setting needed to be selected. However, ts recommended performing an in-clinic assessment of the rv lead, as the backup pulse of 3.5 volts should have led to capture. Postural testing and diagnostic imaging were recommended to assess the rv lead integrity. At this time, the pacemaker remains implanted and in-service. No adverse patient effects were reported. The rv lead is not a boston scientific product.